Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender device wire was not able to pass through access needle. They opened another package and had no issues. There was no reported blood loss. The patient was reported to be unharmed. The procedure outcome was successful. A different slender sheath was used successfully. Additional information was received on 9/7/2018: the procedure being performed was a left heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender guidewire and needle with the protector was returned for product evaluation. Visual inspection of the needle revealed no anomalies. The guidewire was inserted into the needle and was able to be passed through. The inner diameter of the needle measured 0.022" with pin gauges and confirmed to meet manufacture specification. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that actual sample was the normal product.